Event description:
During index procedure, the patient had 3 endeavor drug-eluting stents implanted. Two to the lm and one the lad. Approximately 47 months post index procedure, patient death occurred. Cause of death is not known. Investigator indicated is it unknown whether the reported death was related to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Manufacturer narrative:
Patient has a history of prior pvd. Cardiac status was acute coronary syndrome (unstable angina) at time of index procedure. During the index procedure three endeavor stent were implanted; one in the prox cx, one in the ramus and one in the 1st ob mar vessels.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.